Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated that they had at least 6 in last order of the magic 3 male intermittent catheters that were kinked, so the patient could not use them and had to throw away. Then the patient had at least 3 that had a burst package in them, but there were no catheters. Per follow up information received on 15-apr-2022, customer reported that some of the catheters did not have holes in the tip so the urine could drain.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be ¿mechanical failure¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. A device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the patient stated that they had at least 6 in last order of the magic 3 male intermittent catheters that were kinked, so the patient could not use them and had to throw away. Then the patient had at least 3 that had a burst package in them, but there were no catheters. Per follow up information received on 15apr2022, customer reported that some of the catheters did not have holes in the tip so the urine could drain.